Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. She was injected with radiesse. After the radiesse injection, the patient experienced an occlusion in the jawline. The patient was treated with a bunch of hyaluronidase, massage and also redlight. Later, the patient had capillary refill (reported as cap refill) and was bruised but ok. Due to the provided information, the outcome of the event was considered as resolving.